Event description:
It was reported that non sustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. The device remains implanted and programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that when the asymptomatic patient presented in-clinic for a routine device check, another instance of non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were made. The patient was in good condition.